Event description:
A patient reported blood glucose results of "207, 195 mg//dl, and 95 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced. The test strips were in good condition and the codes matched. The techniques for cleaning the puncture site and for applying the blood to the test strip were correct.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.